Manufacturer narrative:
(B)(4). Date of initial report: 08/28/2014. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened. It is not known if the device was applied to pt tissue at the time. Reportedly, the surgeon used his hands and/or another instrument to reopen the device jaws.